Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced, and the unit was returned to service.

Event description:
The hospital reported that at a power test, the unit stopped mechanical ventilation during a case, and the display went blank with constant alarm. There was no reported patient injury.